Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: a review of the pump black box data revealed multiple cs (B)(4) call service alarms, which reflect emitted cs (B)(4) call service alarms when recorded. During testing, the pump was powered on and the display screen remained blank. The pump case was removed, and the display was found to be cracked. The cracked display was replaced with a test display, which functioned properly. The pump was powered on with the test display and immediately emitted a duplicated cs (B)(4) call service alarm that could not be cleared. The alarm was recorded in the black box data as a cs (B)(4) call service alarm, which is indicative of a failure of the u39 component on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted a call service 069 alarm during basal delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.